Event description:
No blood glucose levels reported. The customer reported a battery out limit alarm from the insulin pump. The customer reported doing an infusion set change and got a no delivery alarm from the insulin pump. Since the customer was in a hurry, the customer removed the battery of the insulin pump. The battery was reinstalled and the customer received a battery out limit alarm. Troubleshooting was attempted on the no delivery alarm. The customer declined to troubleshoot since it was a past event. The customer was advised to monitor the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).